Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that they were hospitalized for 8 days due to diabetic ketoacidosis. It was indicated that the patient drove himself to the hospital. Patient did not want to provide further event information. There was no allegation of malfunction against the dexcom device. No additional patient or event information is available.